Event description:
It was reported that, post implant during the night, the right ventricular (rv) lead had dislodged. During the repositioning of the rv lead, the left ventricular (lv) lead dislodged. Repositioning was attempted on the lv lead, but they could not gain access, this contributed to a long surgery for the patient. The rv lead remains in use, but the lv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015, dtbb1qq ICD, implanted: (B)(6) 2015, 6725 adaptor. Implanted: (B)(6)2015. (B)(4).